Event description:
A patient reported blood glucose results of "533, 357, and 280 mg/dl" with a lifescan meter, performed within 10 mins of each other. The meter, test strips, and control solution were replaced.